Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a blood infection. The secondary cause of the infection was believed to be due to the system implant procedure on (B)(6) 2019. On (B)(6) 2019, the patient's system was explanted. The patient was stable.